Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was not performed because receiver would not boot up. The customer complaint was confirmed due to receiver does not boot up and is re-initializing continuously. The reported event of initializing screen without manual restart was confirmed . A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 02/22/2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4). Describe event or problem - correction - remove: "the complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing wasnot performed because receivewr would not boot up. The customer complaint was confirmed due to receiver does not boot up and is re-initializing continuously. The reported event of initializing screen without manual restart was confirmed."

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and was perpetually rebooting. The receiver was opened and the ui pcba was detached to perform a download. The receiver log was reviewed and shows only perpetual rebooting and no evidence of initializing screen without manual rebooting. The complaint was confirmed shows manual shutdown and restart prior to perpetual rebooting found. The reported event of initializing screen without manual restart was not confirmed.